Manufacturer narrative:
The poly liner and femoral head were returned for review. The liner had deep gouges on the inner diameter, with the rim feature partially fractured. Damage was too severe for dimensional analysis. The outer spherical, articulation surface of the head noted scratches. Dark debris was noted on the conical taper. Dimensional measurements of the head conform to print specifications, where measured. Device history records for the lot code associated with the liner and head were reviewed. No deviations or anomalies were noted in the manufacturing process. The stem was not returned for further evaluation as this remains implanted. Part and lot information were not provided; a complaint history and manufacturing history could not be reviewed. The reported devices are used for treatment. Scanning electron microscope images confirmed the presence of dark debris on the femoral head taper. Energy-dispersive x-ray spectroscopy elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon, oxygen, sodium, phosphorous, chlorine, titanium, chromium, manganese, cobalt and molybdenum. This is consistent with the common element breakdown of the black debris found in corrosion events. The head, liner and stem were used in an approved and compatible combination. Compatibility of the devices with the shell could not be assessed, as no part and lot information was provided. Review of the complaint history indicated no prior complaints for the part-lot combinations associated with the head. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00630505032, trilogy longevity crosslinked poly liner, lot #62265633 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to metallosis, slightly elevated cobalt levels, pain and an MRI revealing signs of a pseudo tumor.